Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was noticed to be missing from the balloon. The physician advanced a 2.75x8mm taxus liberte' drug eluting stent to an unspecified vessel, but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noticed that the stent was missing. Once the sds was removed from the patient, the balloon was inflated and the stent was not found on the device. It is unk if the stent came off the catheter inside or outside of the patient. There were no patient complications reported and the patient condition was reported as ok. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.